Event description:
The pt reported the surgeon implanted a micl 12.6mm implantable collamer lens in her left (os) eye in 2006. The pt had been experiencing blurred vision and halos in both eyes. The icl remains implanted. See MFR# 2023826-2009-00962 for the other eye. Further info requested, but not yet forthcoming. Any add'l info will be submitted by a supplemental.

Manufacturer narrative:
(Blurred vision), evaluation results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined.